Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The visual inspection displayed a device in good condition. The device failed the 50 ml cassette test during functional testing. The issue can be duplicated. The probable cause was found to be dso sensor failure. The dso sensor reading was 1mv hence replaced dso sensor with bezel and seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement and unknown patient harm/adverse event was reported.